Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a stroke. After a long-pulsed field ablation (pfa) procedure, where we isolated the left atrial appendage, anterior wall, lateral wall, and the cavotricuspid isthmus (cti), the patient complained of double vision during the postoperative period. The physician then consulted the neurology department. During the follow-up, the neurologist reported that the patient had suffered a stroke, and the left eye was not tracking normally. Irrigation was never interrupted or stopped during the procedure. The activated clotting time (act) was above 300 seconds. The farawave catheter was disposed and not expected to return, therefore the lot number is not available. It was further reported that the stroke was identified by the physician going to see patient after the procedure and the patient stated to the physician that there was two of him. The physician then called the neurologist. It was not known what kind of treatment was administered for the stroke other than anticoagulation was given. The patient was discharged a couple of days after the procedure and the physician had notified the boston scientific representative by phone that the stroke symptoms completely resolved. There were 48 lesions in total in the anterior wall, pulmonary vein, posterior wall and cti.

Manufacturer narrative:
Additional info in section a patient information and section b5 describe event or problem. Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a stroke. After a long-pulsed field ablation (pfa) procedure, where we isolated the left atrial appendage, anterior wall, lateral wall, and the cavotricuspid isthmus (cti), the patient complained of double vision during the postoperative period. The physician then consulted the neurology department. During the follow-up, the neurologist reported that the patient had suffered a stroke, and the left eye was not tracking normally. Irrigation was never interrupted or stopped during the procedure. The activated clotting time (act) was above 300 seconds. The farawave catheter was disposed and not expected to return, therefore the lot number is not available. It was further reported that the stroke was identified by the physician going to see patient after the procedure and the patient stated to the physician that there was two of him. The physician then called the neurologist. It was not known what kind of treatment was administered for the stroke other than anticoagulation was given. The patient was discharged a couple of days after the procedure and the physician had notified the boston scientific representative by phone that the stroke symptoms completely resolved. There were 48 lesions in total in the anterior wall, pulmonary vein, posterior wall and cti. It was further reported that the patient gender is female. The lot number for the device is not available as it was disposed. All the patient symptoms were resolved within a couple of days post procedure.